Event description:
It was reported the patient had their device moved from one side of their body to the other due to discomfort. After the surgery, the patient was doing "exceptionally well." There was no reported device problem.

Manufacturer narrative:
Product ID (B)(4), lot # v880221, serial #, implanted: 2012 (B)(6), explanted, product type: lead, product ID (B)(4), lot #, serial# (B)(4), implanted, explanted, product type: programmer, patient. (B)(4).